Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Moreover, this device had three months remaining and during the recent checked it reached to elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Moreover, this device had three months remaining and during the recent checked it reached to elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Moreover, this device had three months remaining and during the recent checked it reached to elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.